Event description:
It was reported that the patient is experiencing inflation and deflation issues with this inflatable penile prosthesis (ipp). The patient stated that he is unable to achieve complete flaccidity as the bulb is hard, which causes pain and burning sensation. In addition, it was detailed that he is not able to sit comfortably. A medical appointment with his urologist has been scheduled. No additional information was reported.

Event description:
It was reported that the patient is experiencing inflation and deflation issues with this inflatable penile prosthesis (ipp). The patient stated that he is unable to achieve complete flaccidity as the bulb is hard, which causes pain and burning sensation. In addition, it was detailed that he is not able to sit comfortably. Two weeks later, the patient had an appointment with his urologist during which no device issues were identified. However, the patient states that he is still presenting the same issues with this ipp. Additionally, the patient indicated that he is experiencing auto-inflation of the device at nights, causing discomfort. He is also concerned about proper positioning of the cylinder tips because he can feel them at the frenulum and concerned about erosion. Four days later, the patient saw the urologist again and stated that he was able to pump and deflate the device properly in the clinic, but the auto-inflation issues during nights are still present. Additionally, the patient informed that he is not concerned about the cylinder tips anymore.

Manufacturer narrative:
Based on the information available, the cause that contributed to the reported pump bulb being hard, tips migration and inflation and deflation issues cannot be established as the product is not available for analysis. A review of manufacturing documentation was performed, and it was confirmed that the device met all material, assembly and performance specifications. The device instructions for use (IFU) was reviewed. The patient symptoms of pain, burning sensation and discomfort were found to be listed in the IFU. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.